Manufacturer narrative:
H10: additional information was received by the manufacturer stating that the event reported has no relation with a smith and nephew device, therefore this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. Our initial report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that patient had a left elbow dislocation that was treated with ulnar nerve release. Patient was recovered.